Event description:
A customer contacted beckman coulter (bec) reporting a few drops of fluid leaking from the probe of the coulter act diff hematology analyzer and onto the counter after the probe aspirates the sample and as it is retracting. The customer stopped running the instrument when the leak was observed and requested service. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) were not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found a plug in probe wipe. The fse replaced the probe wipe and verify operations. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).